Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult/failure to deploy the clip (clip did not deploy when pressing the trigger button) include, but not limited to; user technique (trigger/firing button pressed prior to full advancement of thumb advancer/slider, incorrect positioning of device). The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a starclose device after a diagnostic procedure using a 6f sheath. Reportedly, during step 4 [deploying the clip], the trigger button could not be pushed and the clip was not deployed. The safety release steps were performed to collapse the wings and release the thumb advancer and the device was removed successfully. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.